Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (sd card faults and service code 107: abnormal shutdowns) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing sd card faults and a service code 107- abnormal shutdowns.